Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps lever did not operate smoothly due to damage to the forceps lever, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches on the insertion tube, scratches found on operation part, curved rubber adhesive part missing, scratches found on tip cover, adhesive part of the lighting lens came off, scratches found on switch 1, scratches on the up/down knob, scratches on up/down angle fixing lever, scratches found on the right/left knob, scratches on the right/left angle fixing knob, scratches found on the insertion part corrugated tube oredome, scratches on operation unit cover, scratches found on grip, forceps plug cap scraped off, scratches found on universal cord, and scratches found on the scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on the evis lucera duodenovideoscope for roughness of the rise lever. Upon inspection and testing of the customer returned device, adhesive part of the lighting lens was found peeling off. In additional, there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.